Manufacturer narrative:
(B)(4). Investigation summary: it was reported breakage needle. One photo was provided for analysis. Upon visual inspection of the pictures, one foil of product code vcp784 could be observed. As no needle or suture were noted; no conclusion could be reached as the sample was not returned for analysis. The manufacturing records could not be reviewed as the batch number is not clear. According to the photo, the reported complaint could not be confirmed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle broke after suturing. There were no adverse patient consequences reported. No additional information was provided.